Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet occluder was implanted using an abbott delivery system. During procedure, there was no difficulty implanting the device, but there were three partial recaptures of the device. The patient's activated clotting time (act) level was 314 seconds, and heparin was administered. About 13 hours after procedure, it was discovered that the patient had a pericardial effusion without tamponade. A pericardiocentesis was performed on the same day as the procedure. The device remains implanted. The patient status was reported as stable. There was no prolonged hospitalization. The patient was discharged the following day as originally planned. No additional information was provided.

Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet occluder was implanted using an abbott delivery system. During procedure, there was no difficulty implanting the device, but there were three partial recaptures of the device. The patient's activated clotting time (act) level was 314 seconds, and heparin was administered. About 13 hours after procedure, it was discovered that the patient had a pericardial effusion without tamponade. A pericardiocentesis was performed on the same day as the procedure. The device remains implanted. The patient status was reported as stable. There was no prolonged hospitalization. The patient was discharged the following day as originally planned.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.h6. Health effect - clinical code 2513 cardiac perforation no longer applies and has been replaced with 3271 pericardial effusion.